Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on the reported event description, the cause of the reported issue was determined to be a loose connection which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice (hc) device during drain one of four in peritoneal dialysis. The home patient (hp) was connected at the time of the alarm. During troubleshooting it was found the white clamp bag had partially disconnected, triggering the alarm. The technical service representative (tsr) had the hp close all the clamps and cycle the power to clear the alarm. The hc device advanced to press go to start. The tsr had the hp remove and dispose of current supplies, and advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.